Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The representative reported the bellows cover was replaced. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that there was a malfunction of the gantry and a dislocation of the wheel. The gantry of the image acquisition system (ias) could not be moved forward. The gantry could be moved up and down and right and left. The cause of the issue was that the rail of the bellows cover had come off. The rail was adjusted with resolution. It was noted right wheel was positioned inside so the position was adjusted. The following day, the overhaul was performed and the bellows was damaged. No complications were reported/anticipated. This issue occurred outside of procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
The bellows cover was returned to the manufacturer for evaluation. Testing found that the slide was physically damaged.